Manufacturer narrative:
Additional information was received that during the manual cleaning process, no debris/residue was ever found to be present. However, it was after the completion of the steris resi-test when the black debris/residue was found. The endoscope was new, out of the box. It was reported that the ess instructed the customer to repeat manual cleaning where each endoscope was brushed an additional 3-4 times until residual debris was found to be removed. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
An olympus endoscopy support specialist (ess) was notified that the colonovideoscope exhibited black residue on the inside of the channel. The reported issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. Updated fields: d8, h2, h6, h11. The product was not returned to olympus for inspection; however, an endoscopic support specialist (ess) was notified during installation, evaluated the issue on site, and confirmed the reported failure. Based on the investigation results, the most probable cause of the complaint was identified as environmental factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.